Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio/vibrate anomaly noted. Hardware low level failures alarm found in the pump history file due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was vibrating non stop. The customer¿s blood glucose level was 89 mg/dl at the time of the incident. The drive support cap was normal. The customer was assisted with self test and the insulin pump vibrated during the vibrate portion of self test. After running the self test, insulin pump vibrating non stop. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.